Event description:
It was reported that the patient presented with degenerative disease at l3-l4, l4-l5 and l5-s1. On (B)(6) 2003 - patient underwent a 360 fusion l3-s1 using rhbmp-2/acs, femoral ring allograft and tsrh posterior instrumentation to treat annular tear l3-4, l4-5, and l5-s1. Return to work slip noted dated for (B)(6) 2003 with no weight lifting restriction (B)(6) 2003 - lumbar spine radiograph-no hardware failure or loosening evident and the interbody grafts appear well positioned (B)(6) 2004 - per doctor, x-rays look excellent and pain pictures shows absolutely no pain over the operation site, but rather pain in the mid thoracic region; paravertebral muscle spasm, tender over the spinous processes from t5 to t9; pt (B)(6) 2004 - thoracic x-rays show the minor upper thoracic that was visible before which put stress upon the t8-9 area, which is the focus of his pain, recommended stretches and possible ultrasound and electrical stem. On (B)(6) 2013 - lbp-myelogram shows ¿there is redomonstration of fractured bilateral s1 transpedicular screws without significant change compared to (B)(6) 2010.¿ hardware otherwise intact. Small disc bulge noted at l2-l3; l5-s1 disc osteophyte complex, which in combination with facet arthropathy results in moderate bilateral lateral recess stenosis and moderate right foraminal stenosis. Severe left foraminal stenosis also noted; lucency surrounding the proximal aspects of s1 transpedicular screws unchanged compared to previous x-ray and suspicious for loosening; severe foraminal stenosis noted at l5-s1 on the left.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.